Event description:
The customer reported to customer service that her ac adapter has a tear in the cord near the plug. The cooper wires are exposed and when she attempted to plug it in, she saw sparks.

Manufacturer narrative:
A replacement power adapter was sent to the customer. Attempts to retrieve the product were unsuccessful. In f/u with the customer she indicated that she did not witness any fire or flames and that no injuries were sustained as a result of the issue. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional info or the original product be received, resulting in a new, changed, or correct info, a f/u report will be filed.